Manufacturer narrative:
(B)(4). Results of investigation: during visual inspection, vyaire medical found a damaged retention clip on the output pigtail and a damaged input pigtail with exposed wires. During internal inspection, burnt components were noticed. This condition of the components being burnt can cause the power manager to not charge the batteries. The unit is un-repairable.

Event description:
It was reported to vyaire medical that the pigtails needed to be replaced. While in service, it was discovered that the unit had burnt components.